Manufacturer narrative:
Reliability analysis evaluated (B)(4) opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed catheter tip. Conclusion: reservoir not occluded. (B)(4).

Event description:
Customer's mother reported via phone call that the customer woke up with blood glucose at 250 mg/dl. Customer went to school and came back with blood glucose over 600 mg/dl. Device alarmed a no delivery alarm for a bolus delivery after an infusion set change. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.